Event description:
It was reported that the insulin pump had been dropped and damaged. The caller stated that the customer experienced high blood glucose levels. The caller stated that bolus deliveries were possible using the insulin pump, but the reservoir was loose inside the insulin pump. The caller stated that not enough insulin was coming out from the insulin pump. The customer's blood glucose was 32 mmol/l. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.